Event description:
The manufacturer received information that a trilogy ev300 ventilator was reported to have a ventilator inoperative error appearing. There was harm or injury reported. During a routine check of the device, the device demonstrated a ventilator inoperative alarm. A philips field service engineer made an onsite repair visit to the customer site to address the reported issue. During the onsite visit, the philips field service engineer completed calibration on the device and indicated the issue was resolved. A final report is being submitted. If additional information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.